Manufacturer narrative:
Two of the five reported malfunctions provided lot numbers, therefore lot history reviews were performed. Medical records were provided for three malfunctions. One malfunction confirmed for detachment and tilt, but was inconclusive for perforation. One malfunction was inconclusive for all failures. One malfunction was confirmed for detachment but was inconclusive for tilt and perforation. The remaining two malfunctions that did not provided medical records are inconclusive, as no objective evidence was provided. The definitive root causes are unknown. The devices are labeled for single use.

Event description:
This report summarizes five malfunctions. A review of the reported information indicates that model rf310f vena cava filter allegedly experienced tilt, detachment, and perforation. The information was received from multiple sources. All malfunctions involved a patient with no reported patient injury. Two of the patient's ages ranged from (B)(6) years. Three patients are female and one is male. All other patient information was not provided.

Manufacturer narrative:
H10: of the reported five malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury and was reported under emdr 2020394-2021-80143. The lot number was provided for 2 out of 4 malfunctions, therefore lot history reviews were performed. All the four devices were not returned to the manufacturer for evaluation; however, medical records were provided and reviewed for all four malfunctions. Medical images were provided and reviewed for two malfunctions. One malfunction is confirmed for detachment and tilt, but was inconclusive for perforation. One malfunction was inconclusive for detachment, tilt and perforation. One malfunction is confirmed for tilt and perforation, but was inconclusive for detachment. The remaining malfunction is confirmed for perforation and detachment, but was unconfirmed for tilt. The definitive root causes are unknown. The devices are labeled for single use. H10: g3, h6 (conclusion). H11: b5. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. A review of the reported information indicates that model rf310f vena cava filter allegedly experienced tilt, detachment, and perforation. The information was received from multiple sources. All the four malfunctions involved a patient with no reported patient injury. Three patient's age ranged from 40-56 years. Two patients are female and one is male. All other patient information was not provided.

Manufacturer narrative:
H10: two of the five reported malfunctions provided lot numbers, therefore lot history reviews were performed. Medical records were provided for four malfunctions. One malfunction confirmed for detachment and tilt, but was inconclusive for perforation. One malfunction was inconclusive for all failures. One malfunction was confirmed for detachment but was inconclusive for tilt and perforation. One malfunction confirmed for tilt and perforation, but was inconclusive for detachment. The remaining one malfunction that did not provide medical records is inconclusive, as no objective evidence was provided. The definitive root causes are unknown. The devices are labeled for single use.

Event description:
This report summarizes five malfunctions. A review of the reported information indicates that model rf310f vena cava filter allegedly experienced tilt, detachment, and perforation. The information was received from multiple sources. All malfunctions involved a patient with no reported patient injury. Two of the patient's ages ranged from 55-56 years. Three patients are female and one is male. All other patient information was not provided.